Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead was repositioned into the mid rv septum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture due to dislodgement. Rv lead revision is scheduled, and the lead remains in use. No patient complications have been reported as a result of this event.